Event description:
It was reported that "the guide was kinked when we opened the set." This was found prior to use there was no patient involvement.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the guide was kinked when we opened the set." This was found prior to use there was no patient involvement.

Manufacturer narrative:
Qn# (B)(4). The customer returned one arterial catheter and guidewire for analysis. The packaging, protective tubing, and introducer needle were not returned. No signs of use in the form of biological material were observed. Visual analysis revealed two kinks in the guidewire. Microscopic examination confirmed both welds were spherical and intact. Visual analysis of the packaging could not be performed as it was not returned for analysis; however, the damage is consistent with folding of the packaging sleeve resulting in damage to the internal components. The kinks in the guidewire measured 19 mm and 240 mm from the first weld. The guidewire length measured 350 mm, which is within the specification limits of 345 mm - 355 mm per guidewire product drawing. The guidewire outer diameter measured 0.510 mm, which is within the specification limits of 0.508 mm - 0.533 mm per guidewire product drawing. The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The undamaged portion of the returned guidewire was advanced through a lab inventory 20 ga introducer needle. The undamaged portion of guidewire passed with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact for all guide wires. A device history record review was performed, and no relevant findings were identified. The words "do not bend" are clearly visible on the lidstock. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". The customer report of a damaged guidewire was confirmed through investigation of the returned sample. Two kinks were observed on the guidewire; however, the guidewire met all relevant dimensional and functional requirements. Since the device was returned outside of the packaging, the time and cause of the damage cannot be determined; however, the damage is consistent with folding of the packaging sleeve resulting in damage to the internal components. The lidstock associated with this device clearly states, "do not bend". Based on the customer description and the sample returned, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.